Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed the right ventricular (rv) channel which resulted in the patient receiving inappropriate anti-tachycardia pacing (atp) and shock therapy. It was noted that the shocks were non-isolated as there were two separate episodes. Additionally, rv sensing, thresholds and pacing impedances are within range however, impedances have been suddenly increasing. A request for technical analysis was made and it was suspected that the rv lead has dislodged resulting in inappropriate therapy and it was noted that there was a change in rv sensing. Technical services recommend an urgent in office follow-up with x-rays to confirm system placement. At this time, the ICD system remains in service. No additional adverse patient effects were reported.